Event description:
It was reported that fast fix implant t2 broke in half as insertion rod pushed implant down shaft. Implant was recovered and additional fast fix f360 was implanted. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.